Event description:
See user facility report.

Manufacturer narrative:
User facility reported that the headholder slipped after it was locked in place causing a laceration; however two versions of the incident was provided in writing. One report described patient in prone position with dr (B)(6) performing the pinning. The second report described dr (B)(6) performing the pinning in supine semi-lateral position. Product (headholder) was returned three (3) months after incidence to pmi for evaluation. Product was evaluated on (B)(4) 2010. A torque screw repair and an index knob repair were performed. Product tested and returned to service.